Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to verify or duplicate the reported event. No device problem was found. The root cause was likely the pads initially being incorrectly positioned or poorly adhered, but were then corrected. The device was scrapped by heartsine. Stryker performed a clinical assessment of the event and determined that the device use did not contribute to the patient's outcome. Based on a review of the device data, the patient was not in a shockable rhythm. Heartsine contacted the customer to request additional information on the patient. Heartsine requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device was not detecting patient through the pads when detected. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased; however, the customer advised heartsine that the device used did not contribute to the outcome of the patient.